Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced shocking sensation and discomfort in the center part of the back randomly with certain movements. The patient underwent an ipg explant procedure. The explanted ipg will be returned.

Manufacturer narrative:
Exact date unknown, event occurred in the middle of (B)(6) 2020.

Event description:
It was reported that the patient experienced shocking sensation and discomfort in the center part of the back randomly with certain movements. The patient underwent an ipg replacement procedure. The explanted ipg was returned.